Event description:
During a study, after a 2nd transseptal puncture was performed and anatomical geometry was recreated, the pt developed sinus tachycardia and low blood pressure. The physician stated that he was high on the atrial groove and went between the left posterior wall and the aorta. Arterial line was started and a true blood pressure was taken along with true wave forms. Pericardiocentesis resulting in drain placement (750cc of red colored fluid was extracted), and open chest maze procedure were performed with no bleed found. The heart rate and blood pressure were stabilized and the vital signs returned to baseline. The pt was sent to ICU for evaluation. The pt fully recovered, and prognosis for patient is excellent. The biosense webster field service engineer and representative contacted the lab manager and physician. The physician stated that none of the bwi devices caused the event. The problem was with the agilus 9f sheath. The hospital felt that there was no need to check the bwi equipment.

Manufacturer narrative:
The model no. And lot no. Of the catheter were unk (packaging was disposed).